Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured within the connector. It was also noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.